Event description:
It was reported that patient experienced difficulty in charging the implantable pulse generator (ipg). The patient underwent a revision procedure. The patient is doing well post-operatively. The explanted device will not be return as it was discarded as per hospital policy.